Manufacturer narrative:
Analysis was unable to confirm the reported broken output connectors. The device passed all incoming testing. The device passed final functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connectors. The epg was returned for service. There was no patient involvement.